Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for a high pacing impedance and noise. An x-ray was done and showed no sign of a lead fracture. The rv lead was capped. No patient complications have been reported as a result of this event.